Event description:
Patient came into the gastrointestinal (gi) lab for a gi bleed. When scoping him, a duodenal ulcer was found to be bleeding. Doctor attempted to clip this defect with a boston scientific resolution 360 ultra clip. When the clip was deployed, it broke and was left in a fully open position. The defect was then clipped with another clip. However, the clip left exposed sharp edges, and we needed to retrieve it to prevent it from causing damage. We attempted to use another clip to close the clip which failed we also attempted to use a roth net® retriever to remove the clip but it became entangled in the net and could have potentially caused esophageal damage while being removed. Doctor was able to remove the clip eventually. I do have concerns that if this was a more brisk bleed it could have caused additional complications. We had to use multiple devices to remove this clip adding expense for the patient. Manufacturer response for hemostatic metal clip for the gi tract, resolution 360¿ ultra clip (per site reporter). Boston scientific is requesting to have it shipped to them for analysis.